Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the package was returned and analyzed. The lead was returned in the original packaging box and internal sterile packaging. The packaging was returned with visible external damage to both the box and the internal packaging. The internal packaging was thoroughly analyzed visually for signs of a breach between the heat sealed outer tyvek lid and the tray. A breach of the seal was not observed. Additionally, the tyvek lid was then partially removed from the tray to determine if the damaged area had breached into the sterile area at the damage site. No breach of the tyvek lid was observed. The extent of the damage appears to be contained to the slightly distorted labeling sticker that is adhered to the tyvek lid. (B)(4).

Event description:
It was reported that the outer box and inner package that the left ventricular (lv) lead came in were damaged. The integrity of the lead could not be determined, therefore, it was not used. No patient complications have been reported as a result of this event.